Manufacturer narrative:
Event description health effect, clinical code updated in this report.

Event description:
The patient did not feel any shocking sensations, but rather pain at the lead site.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. A review of the available diagnostic data showed impedances of active terminals and output voltage measurements were within normal range. The device was not available for return.

Event description:
It was reported to nevro that following a car accident the patient felt a shocking sensation at the lead site while using the device. The device was removed and there have been no reports of further complications regarding this event.